Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws were "bent" when they were taken out of the package. They were damaged from the box before even handled by the customer. Hemopro was not able to be used so an additional unit was opened to complete the case. No procedural delay. No patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 12/08/2023. An investigation was conducted on 12/13/2023. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be intact, with no visual defects observed. The scope wash tubing was observed to be kinked at the center of the scope wash tube. There were no other visual defects observed. Based on the non-return of the harvesting device, the reported failure "material twisted/ bent wire" was not confirmed, however, the analyzed failure "material twisted/bent c-ring" was observed. A lot history record review was completed for lots 3000355798, 3000344887, and 3000343266 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws were "bent" when they were taken out of the package. They were damaged from the box before even handled by the customer. Hemopro was not able to be used so an additional unit was opened to complete the case. No patient harm.